Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The pigtail catheter was removed from the was and a closure device was inserted into the sheath. However, a contrast was injected through the wds during insertion to determine the sheath location prior to snapping the was and wds together. During the advancement of the wds, a leakage of contrast into the pericardial space was noted. The wds was removed and no effusion was noted by the transesophageal echocardiography (tee) doctor. The patient was given 50mg of protamine to reverse the previous heparin administered. The was was retrieved into the right atrium and a 1cm effusion was noted on tee by the right ventricle. A pericardiocentesis was performed and 500ml of blood was removed. Furthermore, two units of blood were transfused to the patient. The patient was transferred to the operating room and their appendage was clipped. The patient remained stable and was discharged two days later.